Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
A user facility medwatch (ref # (B)(4)) was received stating that: premature infant delivered due to fetal distress & premature rupture of membranes. Patient intubated at delivery & surfactant given. On dol (day of life) #2, neurally adjusted ventilator assist (nava) technology initiated w/ 6 fr. Electronic diaphragm monitoring (edi) catheter placement. Edi catheter length = 49 cm. On day of life (dol) #3, the catheter was advanced by the nurse to 14 cm per ¿vent notification.¿ per report of staff, vent feedback was appropriate, and the catheter was left at 14 cm. On dol #8, the edi catheter was exchanged per manufacturer guidelines (change every 5-7 days). The new catheter was inserted to distance 14cm as previous and catheter placement was confirmed. On dol #9, the rn noted the edi catheter was at 15cm. The nurse noted that placement was confirmed with auscultation and ventilator feedback. On dol #10, the infant had desaturations and was noted to have a tense & erythematous abdomen. The endotracheal tube was confirmed in good position. X-ray of the abdomen revealed free air. Surgery was consulted; a gastrografin study revealed the catheter was seen intra-peritoneally. The catheter was removed. A laparotomy was performed with drain replacement to decompress the abdomen. (B)(4).

Manufacturer narrative:
(B)(4). Ref. Exemption #: e2018003. (B)(6). The information that was requested to further the investigation was not received despite several attempts to obtain it. The investigation therefore comprises of only the analysis of the information in the complaint description. According to the problem description, the ventilators feedback was appropriate on (day of life) dol #3; the edi catheter placement was confirmed after exchange of the edi catheter on dol#8; the nurse noted that placement was confirmed with auscultation and ventilator feedback after advancing to 15 cm on dol#9. The conclusions from the above are: the first edi catheter from dol# 3 to dol#8 functioned properly; it is unknown whether full insertion procedure and ascertaining of correct position was done with the second edi catheter. The mentioning that the distance of 14 cm was retained is not the same as following the full insertion procedure; no information was provided of why the edi catheter was found at a distance of 15 cm from a previous 14 cm, who had advanced it and on what grounds. The overall conclusion is that there was no edi catheter malfunction or inadequate labeling/insertion/positioning information. The cause was the advancement to 15 cm and /or not performing the full insertion procedure for the second edi catheter. There is adequate information in the user¿s manual for calculating of the insertion length and correct positioning of the ng tube for nava.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).